Event description:
Following a catheterization procedure on 11/24/97, an angio-seal device was deployed and hemostasis was successfully achieved. However, on 11/26/97 the pt returned with a cold foot; an angiogram was performed which showed "the anchor was distal and bolted into the lumen", which would indicate an occlusion. The pt was taken to surgery where the contrlateral vessel was used to insert a balloon into the occluded vessel. At the time of this report, the exact type of surgical intervention and pt outcome has not been provided by the health care facility.